Event description:
The patient stated that she is receiving occlusion (04) errors on her infusion device. She stated that she knows how to troubleshoot the issue and she is able to clear the errors. She was not experiencing an occlusion at the time of the report. The patient called back in 2007, and stated that she was experiencing another 04 while trying to bolus for elevated blood glucose. She stated that she was feeling weak and thirsty and her blood glucose elevated to 218 mg/dl. The pt was instructed to disconnect from her infusion site and to bolus, she rec'd an 04. She was then instructed to remove the infusion tubing and to bolus, she rec'd an 04. She was instructed to remove all accessories from the infusion device and she was able to bolus without error. She was able to reconnect all of her accessories to the infusion device, and she bolused 1 unit of insulin without error. The patient called back on two days later, and stated that she continues to receive 04 errors. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.